Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved angio-seal vip footplate failed to deploy. The device was pulled back and the entire device pulled out of the patient's artery and the body. Manual compression on the femoral access site was performed to achieve hemostasis. The procedure outcome was successful and the patient's condition was fine. Additional information was received on april 27, 2018. The procedure being performed was a pci. The procedure sheath size used was 6fr. No difficulties with arterial access, sheath, guidewire, or catheter insertion were mentioned. There was no blood loss.

Manufacturer narrative:
One 6fr angio-seal vip device was returned for evaluation. The device was cut with a blade midway through the hemostasis sheath. The cut parts of the carrier tube and hemostasis sheath were returned. The locator, guide-wire and plastic pouch and the cut portion of the suture which held the anchor and collagen was also returned. The deployment sleeve was in full rear lock position. Upon microscopic evaluation of the collagen and anchor, it was confirmed that no evidence of tamping was present on the absorb-able components. The presence of all subcomponents within the device was verified and the following measurements were taken: tamper tube outer diameter = 0.0598"; hemostasis sheath inner diameter = 0.094". All measurements were within manufacturer specifications. Angio-seal vip IFU state: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." There is no evidence that this event was related to a device defect or malfunction. The anchor and collagen did not release upon deployment of the device. Based off past history, it is likely the reasons for the failure, may include the user not placing the deployment sleeve in the full forward lock position or an obstruction preventing proper deployment.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.